Event description:
It was reported to philips that x-rays would not display. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a coronary diagnosis procedure was performed when the issue happened. The procedure was completed as planned. A field service engineer (fse) examined the system on-site and confirmed live x-ray was not displaying. After reviewing log file fse found the issue was most likely caused by faulty external live signal cable. To resolve the reported issue, the fse replaced the external live signal cable (cat7 lan), checked external live power cable, checked live signal, checked external live monitor. After the fse replaced the external live signal cable, the system was returned to use in good working order. The codes were updated based on the investigation outcome.